Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that diarrhea was one of their most bothersome symptoms. It was also stated that they had been sick with stomach pains and they had been having troubles passing bowels. Two days later the patient stated that they believe the wires may have come loose because their symptoms were coming back. It was also mentioned that they feel stimulation in their hip. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.